Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2008, the patient reported that she pulled her insulin cartridge from the infusion device and the plunger became stuck to the piston rod. She was instructed how to remove the plunger from the piston rod and to dry the insulin from the cartridge compartment. The patient was educated on the proper technique for changing the insulin cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.